Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 136 mg/dl at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared but did not pass self test, more insulin pump errors occurred. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures alarm confirmed in the pump history due to broken trace on keypad assembly. Software error detected alarm found in the insulin pump history due to software error.